Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately six months ago from date manufacturer was made aware.

Event description:
It was reported that patients implantable pulse generator (ipg) will not hold a charge. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return due to hospital policy.